Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the tip broke. The target lesion was located in the coronary artery. A fg comet ii us was selected for percutaneous coronary intervention. During insertion, it was noted that the tip broke. The procedure was completed with a different device. No complications were reported.